Event description:
It was reported that the patient underwent a hip replacement surgery on (B)(6) 2007. Revision procedure was performed on (B)(6) 2014 due to an adverse reaction to metal debris (armd). No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned for evaluation. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This is 1 of 2 MDR reports submitted for the same event. See: 3002806535-2015-00015 / 00016.